Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/07/2015. The fse replaced pinch valve pv27, p27 actuator and pv27 tubing which fixed the leak and error messages. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 2 ml from a coulter lh 500 hematology anaylzer. The leak was contained within the instrument and flow cell clog error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.